Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare professional, via a manufacturer representative (rep), reported premature depletion of the implantable neurostimulator (ins). During normal use, the patient and clinical team noticed the replacement indicator was showing on both the clinician programmer and patient programmer way before the due date of the battery. With relatively low settings, the stimulator had not been in service much longer than two years. Troubleshooting included an impedance check and reprogramming. The ins was replaced, and the issue resolved. The patient was alive with no injury. The rep additionally reported that the impedances were between normal values and did not show up any anomalies. The device settings were: 4.3v, 80hz, 270msec, and continuous mode. Elective replacement indicator (eri) was reached in january 2016.

Manufacturer narrative:
Analysis of the ins, model 37702, serial no. (B)(4), found the ins battery normal end of life, telemetry and output okay, no significant anomalies. The ins was received with the eri bit set. The ins had good telemetry and output. A longevity estimate was done based on the parameters reported in an email. The parameters match the settings that the ins had when received for analysis except for the amplitude which the patient could adjust up to 10.5 volts. According to the trace report taken from the ins, the battery depleted to eri in 2.23 years ((B)(6) 2013 to (B)(6) 2016). The longevity estimate estimated eri at 2.34 years. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.